Manufacturer narrative:
Complaint # (B)(4); record # (B)(4).

Event description:
As per customer email dated 11/01/2017: the balloon would not produce a "trigger" so we were unable to use it. Hooked the patient up to the EKG which had a rhythm on the monitor but still it did not recognize a "trigger". The intra-aortic balloon (iab) was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at this location. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
As per customer email dated 11/01/2017: the balloon would not produce a "trigger" so we were unable to use it. Hooked the patient up to the EKG which had a rhythm on the monitor but still it did not recognize a "trigger". The intra-aortic balloon (iab) was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
As per customer email dated 11/01/2017: the balloon would not produce a "trigger" so we were unable to use it. Hooked the patient up to the EKG which had a rhythm on the monitor but still it did not recognize a "trigger". The intra-aortic balloon (iab) was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
As per customer email dated (B)(6) 2017: the balloon would not produce a "trigger" so we were unable to use it. Hooked the patient up to the EKG which had a rhythm on the monitor but still it did not recognize a "trigger". The intra-aortic balloon (iab) was replaced successfully. There was no reported injury to the patient.